Manufacturer narrative:
(B)(4). G2: foreign - event occurred in australia. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that a driver broke while inserting a 4mm screw. The insertion was completed by using a different instrument. All debris was removed and the failure caused no delay. There were no unanticipated surgical complications that occurred. Attempts have been made and no further information has been provided.